Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During peripheral atherectomy procedure using a csi viperwire guide wire, the tip of the guide wire became detached. The target lesion was located in the posterior tibial artery. While retracting the guide wire into a balloon, the wire came into contact with the edge of the balloon and the tip of the wire became detached. The wire fragment was retrieved using a snare and the patient was in stable condition following the procedure.